Event description:
It was reported that during a cryo ablation procedure, despite pre-dilation of the sheath, compatibility issues were experienced bet ween the sheath and the needle. The guidewire became kinked. The team switched to a conventional sl1 sheath, after which the guidewire could not be easily removed from the right atrium, appeared lodged distally, and required considerable force to retrieve. The removed guidewire was reported to be markedly deformed distally and twisted multiple times in a corkscrew-like fashion. Immediately after transseptal puncture, the patient developed persistent hypotension with blood pressure reported to drop to approximately 50 mmhg. Echocardiography identified pericardial tamponade, and pericardiocentesis was performed with withdrawal of dark red (venous) blood. Doppler echocardiography showed a jet of air emanating from the lateral right atrium, and during emergency pericardiocentesis a jet of blood was observed flowing from the lateral right atrium to the pericardium. Contrast-guided and documented imaging indicated the transseptal puncture was performed at the left atrial level, and subsequent echocardiography showed an iatrogenic atrial septal defect in the typical location midway along the septum. Due to prolonged hypotension, the patient required intubation and was extubated the same day. The pigtail catheter was removed the following day, and there was no evidence of post-operative bleeding. The procedure was aborted. The patient was not under general anesthesia. Subsequently, the patient was transferred to the intensive care unit in a critical but stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: (B)(4) product type: needle product ID: non-medtronic product type: sheath product ID: non-medtronic product type: needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.